Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy rotator cuff repair surgery when introducing the apollo probes ar-9811 (lot: 76114820 and 79061158) a white flash light suddenly appeared activating the rf from the handpiece. This occurred not at the very beginning but after a few secondo operating in the subacromial space. Footswitch control was not connected. That flash destroyed the optic on the tip. Surgeons noticed that the energy from the probes looked ¿ more powerful than usual¿ at the beginning of the procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without the devices and by tissue ablation through shaving only. It was not necessary to switch the surgical technique or do a second surgery.